Event description:
This senior medical affairs specialist has been unable to speak with the patient/layperson. Therefore, a letter has been sent and the complaint is classified based upon information the patient gave to a customer care advocate, cca, in 2008. The patient/layperson inquired why and how her blood glucose could drop from "135 mg/dl to 43 mg/dl" in 20 minutes. The cca replaced the patient's onetouch ultra2. The patient self treats with insulin. The amount, type and time of day taken were not provided. Reportedly, around 5:30 pm on the day before, the patient's blood glucose was 135 mg/dl. The patient denied "taking any medication" after the test. As the patient "partially ate" her dinner, she "got real hot", told her husband to open the door, became dizzy, and then passed out. The patient's daughter called emt, who reportedly arrived around 5:50pm. By then the patient was coherent. A test on the emt meter was "43 mg/dl". The patient was given orange juice and a peanut butter jelly sandwich. The patient chose not to be taken to the hospital. After the paramedic's left, her blood glucose was "102 mg/dl." The patient read results from the meter's memory to the cca. The time in the meter may have been approximately 45 minutes fast. The results of 135 mg/dl was shown at 6:17 pm and the result of 102 mg/dl at 7:09 pm. The patient noted a result of "63 mg/dl" taken at "6:11". Because the 63 mg/dl was obtained after the 135 mg/dl and before the 102 mg/dl according to the memory, the patient possibly misread the time of the 63 mg/dl result. It is still unclear when the 63 mg/dl was obtained. Although there is no evidence the product malfunctioned, the complaint is classified as an adverse event based on the allegation that treatment was required from the emt after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.